Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical patient experienced soreness and pressure in their left eye roughly 6 months after a xen 45 gel stent implant. The iop was noted as 55mmhg and patient had a paracentesis procedure for the event. Event has been resolved.

Manufacturer narrative:
Further information from the reporter regarding product and patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A clinical patient experienced soreness and pressure in their left eye roughly 6 months after a xen 45 gel stent implant. The iop was noted as 55mmhg and patient had a paracentesis procedure for the event. Event has been resolved.